Manufacturer narrative:
Concomitant medical products: product ID 8731, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-13 the representative reported that this was the second pump for this patient after a revision in (B)(6) 2015. The event date for this event was reported as (B)(6) 2015 as the patient was seen at ¿(B)(6)¿ clinic for the first time. However, the patient was transferred to this clinic and the patient was on minimum infusion dose only since the failed attempt to refill in (B)(6) in (B)(6) of 2015. The was no patient harm or injury to the patient as the patient was started on oral replacement by (B)(6). The patient was waiting a pump and catheter revision following confirmation of the blocked catheter. There was report of attempted catheter port aspiration under x-ray guidance. A request was made to clarify the failed attempt to refill, timing of event, event date, and first pump revision.

Manufacturer narrative:
(B)(4).

Event description:
On 2016-06-27, additional information was received from a foreign manufacturer representative (rep). It was reported that the failed refill referred to a missed refill appointment and no errors or problems during routine refills. It was clarified the pump was successfully refilled at some point as "it only ran dry for approximately 30 days in total." The pump was set to minimum rate by the hcp intentionally. Clarification was also received regarding the statement of "this was the second pump for this patient." The previous pump was replaced, or "revised," due to normal battery depletion and there were no allegations towards that particular pump.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter.

Event description:
On 2016-03-30, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving baclofen (unknown manufacturer, unknown dose and concentration) via an implantable pump for an unknown indication for use (IFU). On an unknown date, the rep received a report from a clinician stating they had a itb (intrathecal baclofen) patient that had their pump "run dry for 1 month." Upon inspection and testing, there was a catheter blockage. The rep inquired if the pump running dry could cause damage and if the same pump could be used going forward. The rep wanted to advise the clinician to replace the pump and possibly even the catheter in order for the patient to receive effective itb therapy. No patient symptoms reported. Further actions/interventions were not reported and the outcome of the event was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.